Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 400 mg/dl and multiple no delivery alarms. The customer stated that the changed the site 6 times and the alarm continued. None of the cannulas were bent. It was explained that there could be a site relates issue. It was advised to use different site locations and change the entire infusion set system. The insulin pump passed the displacement test and insulin was pushed out with plunger. The product will not be returned for analysis.